Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full reset (critical ram parity error). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset was noted on the implantable pulse generator (ipg). Bit-flip was also identified. Reset was cleared. The patient was asked if they had any surgery lately which they denied. The ipg remains in use. No patient complications have been reported as a result of this event.